Manufacturer narrative:
Additional information was received that the physician stated that the new neurosurgeon determined that it was a result of significant cervical stenosis and was planning to do a revision procedure.

Event description:
A report was received that following an implant procedure, the patient was having issues with her legs and described the sensation as a paralysis type event. Symptoms include bilateral lower extremity weakness with mild ataxia. It was unknown what caused the event, however, the patient was experiencing hip pain which she believed caused her walking difficulties.

Manufacturer narrative:
Additional information was received that the patient was ambulatory.

Event description:
A report was received that following an implant procedure, the patient was having issues with her legs and described the sensation as a paralysis type event. Symptoms include bilateral lower extremity weakness with mild ataxia. It was unknown what caused the event, however, the patient was experiencing hip pain which she believed caused her walking difficulties.

Manufacturer narrative:
Date of event: (B)(6) 2017 additional suspect medical device component involved in the event: model#: sc-2408-56, serial#: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that following an implant procedure, the patient was having issues with her legs and described the sensation as a paralysis type event. Symptoms include bilateral lower extremity weakness with mild ataxia. It was unknown what caused the event, however, the patient was experiencing hip pain which she believed caused her walking difficulties.